Event description:
Related manufacturer reference number: 3006705815-2024-00384, related manufacturer reference number: 3006705815-2024-00385. It was reported that the patient was not receiving therapy due to high impedances on the leads. Additionally, the patient experienced discomfort at the ipg site following weight lost. As such, surgical intervention took place wherein the leads and ipg were explanted and replaced to address the issue. The size of the exiting ipg pocket was reduced to implant the smaller ipg. Reportedly, effective therapy was restored and discomfort was resolved post op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.